Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
On (B)(6) 2026, a patient was administered medication via a closed-system IV catheter. During the procedure, fluid leaked from the port due to pressure buildup. The catheter was immediately replaced with a new closed-system IV catheter. No other adverse effects occurred. The incident has been reported to the asset management department.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.